Event description:
A biomedical engineer reported that there was no ultrasound power during a surgical procedure. The system was exchanged to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
A review of the service request (sr) indicates the system did not have ultrasonic power during the case. The customer was not sure which phaco handpiece (hp) was used. The company service representative examined the system. Preventive maintenance was performed. No nonconformities were found. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).